Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 297 mg/dl. Troubleshooting was done. The customer stated that the alarm occurred during bolus delivery and during the prime process. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.